Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port leaked at the septum. The following information was provided by the initial reporter: blood backed up the catheter and out the back of the IV catheter hub. The colored hub part is supposed to be sealed off. The IV needed to be removed and a new one placed because there is no way to fix this problem. 24sep2024: there was a negative outcome and poor customer service due to an additional IV needing to be placed. An additional needlestick due to equipment failure is not only additional pain and stress for the patient but also frustrating for the staff.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383519 and lot number 4059671. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.